Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report

Event description:
Reportedly, while the patient was hospitalized, a tv occurred but the ICD didn't deliver a shock. An external shock was delivered by the physician.